Event description:
Firefighter / emergency medical technician's responded to a person described as in cardiac arrest. The device was connected to the pt and twice, following rhythm analysis, the device appropriately delivered countershocks. According to the rptr, the device then lost power. A backup battery was used but, according to the report, the device again lost power. The pt was transported to the hospital but was not resuscitated.